Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient shoulder pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the buckle on the shoulder strap of a patient's shoulder bag malfunctioned. The shoulder pack was exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that the buckle of the shoulder strap malfunctioned. The shoulder pack was returned for evaluation and analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection and functional testing. The reported event could not be confirmed as all buckles, snaps and hooks were in good condition and working as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. Additional information received indicates that the issue was not associated with a drop and/or damage to the controller or its's power sources and was not associated with any patient adverse event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.